Manufacturer narrative:
Concomitant products: product ID: 377860, lot# v010451, implanted: (B)(6) 2006, product type: lead. Product ID: 377860, lot# v010913, implanted: (B)(6) 2006, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. (B)(4).

Event description:
It was reported that the patient¿s ¿wires¿ had come loose. It wasn¿t known when this happened but it was confirmed by x-ray, and then she was given shots to help. It was noted the patient wanted to have her device removed but didn¿t have insurance. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Unrelated ins went dead; can¿t charge event captured in pe 700774414.